Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that the patient's recharge burden has increased since undergoing a recent reprogramming of his scs system. In an effort to minimize the recharge burden, the patient was issued cycle programs. Follow-up on this matter found that the cycle mode programs had no significant impact on the reported issue. The patient is said to prefer the continuous programs. As such, it was recommended that he utilize continuous programs with lower pulse widths and power consumption. This situation will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.